Event description:
Healthcare professional reported "capsular contracture, baker grade iii" and "rupture" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Manufacturer narrative:
A visual device analysis of the returned device identified: weight was to the spec, crease fold and cloudy was observed in the gel. No openings were observed in the device. No other observation was observed in the device. Based on the device analysis, the final assessment is: there were no issues found related with the manufacturing process.

Event description:
The device has been explanted.